Event description:
A patient was taken to the or for bilateral knee replacement surgery utilizing stryker howmedica osteonics scorpio total knee components. The surgeon attempted to place the tibial poly inserts size 7 10mm. They were difficult to place. One on the patient's right knee was successfully placed; two others on the left knee were unable to be used. The size 7 10mm polyethylene trays would not "snap" into place. Several trays were tried. Eventually the surgeon placed a size 7 12mm tray.

Event description:
A medwatch report has not been submitted for this item. Based on the described event and the company medical assessment it was determined that this was not considered a reportable malfunction.